Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: unsure about migration and device failure') in a 24-year-old female patient who had essure (batch no. B76638 -invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included overweight, multiparous, skin laceration, ovarian cystectomy and right lower quadrant pain. Multiple transabdominal and endovaginal longitudinal and; transverse 2d real time ultrasound images through the pelvis were acquired indication: pain; impression:; 1. Limited study due to patient discomfort, urinary bladder distention and; persistent inability to tolerate endovaginal evaluation.; 2. There is a complex right adnexal mass lesion estimated at 3.6 x 3.3 x; 4.3 cm.; 3. The ovaries are not confidently seen on transabdominal nor endovaginal evaluation: 4. Small free fluid is seen in the cul-de-sac.; assessment: pain: complains of pain in abdomen pain currently is 7 out of 10 on a pain scale. At worst was 10 out of 10 on a pain scale. Quality of pain is described as sharp, pain began 2-3 days ago is continuous aggravated by sitting up. Neuro: level of consciousness is awake, alert. Gi: abdomen is no distended bowel sounds present x 4 quads. Concomitant products included paracetamol (tylenol regular). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain, pain"), abdominal pain ("abdominal pain"), cystitis ("infection (bladder/ urinary tract/vaginal) type"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and back pain ("back pain") with dysstasia and was found to have weight increased ("weight gain /loss specify which one: weight gain"). In (B)(6) 2016, the patient experienced dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced dysmenorrhoea ("painful menstrual cycle"), vaginal discharge ("vaginal discharge ") and ovarian cyst ("other injury(ies) or complication please describe: ovarian cyst"). The patient was treated with surgery ((B)(6) 2018 total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, female sexual dysfunction, depression, vaginal discharge, weight increased and ovarian cyst outcome was unknown and the pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, migraine, headache, nausea and back pain had resolved. The reporter considered abdominal pain, back pain, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight 185 lbs. Have you applied for workers' compensation, social security, or state or federal disability benefits during the five (5) years preceding your essure placement through the present? Yes. Type of application: disability social security diagnosed with ptsd, bipolar disorder. And depression. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, pelvic pain, ovarian cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2019: quality safety evaluation of ptc. No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: unsure about migration and device failure") in a (B)(6) female patient who had essure (batch no. B76638) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included overweight and multiparous. Concomitant products included paracetamol (tylenol regular). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain, pain"), abdominal pain ("abdominal pain"), cystitis ("infection (bladder/ urinary tract/vaginal) type"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type"), female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), migraine ("migraines"), headache ("headaches"), nausea ("nausea") and back pain ("back pain") with dysstasia and was found to have weight increased ("weight gain /loss specify which one: weight gain"). In (B)(6) 2016, the patient experienced dyspareunia ("painful intercourse"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced dysmenorrhoea ("painful menstrual cycle"), vaginal discharge ("vaginal discharge ") and ovarian cyst ("other injury(ies) or complication please describe: ovarian cyst"). The patient was treated with surgery ((B)(6) 2018 total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, female sexual dysfunction, depression, vaginal discharge, weight increased and ovarian cyst outcome was unknown and the pelvic pain, abdominal pain, dyspareunia, dysmenorrhoea, vaginal haemorrhage, menorrhagia, cystitis, urinary tract infection, vaginal infection, migraine, headache, nausea and back pain had resolved. The reporter considered abdominal pain, back pain, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, female sexual dysfunction, headache, menorrhagia, migraine, nausea, ovarian cyst, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: current weight (B)(6). Have you applied for workers' compensation, social security, or state or federal disability benefits during the five (5) years preceding your essure placement through the present? Yes. Type of application: disability social security diagnosed with ptsd, bipolar disorder. And depression. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24.5 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received event " abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type:, apareunia (inability to have sexual intercourse), depression, migraines,headaches, migration of essure device location of device: unsure about migration and device failure, nausea, vaginal discharge, weight gain, ovarian cyst, back pain, she did not undergo essure confirmation test" were added. Reporter, patient and product information were added. Lot number added. Outcome of event "pain, dyspareunia, dysmenorrhea, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal), migraines, headaches, nausea" were updated as recovered. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.